Event description:
It was reported that during a normal upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system, the physician observed that the right ventricular (rv) lead shock impedance measurements were elevated, and out-of-range (>200 ohms) when connected to the new device. Prior to implanting the new device, all lead measurements were stable and in-range. The physician checked that the lead was properly connected, and they were convinced that the rv lead had not been damaged during the replacement procedure. However, to ensure that the crt-d device header had not been damaged, the physician exchanged the device with a new crt-d. When connected to the rv lead, the replacement crt-d also exhibited out-of-range shock impedance measurements (>200 ohms). The physician elected to leave the replacement device in situ and reprogrammed the sensing vector. At this time, the second crt-d remains implanted and in-service. No adverse patient effects were reported. The first crt-d that was exchanged is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This report is being sent to correct b5.

Event description:
It was reported that during a normal upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system, the physician observed that the right ventricular (rv) lead shock impedance measurements were elevated, and out-of-range (>200 ohms) when connected to the new device. Prior to implanting the new device, all lead measurements were stable and in-range. The physician checked that the lead was properly connected, and they were convinced that the rv lead had not been damaged during the replacement procedure. However, to ensure that the crt-d device header had not been damaged, the physician exchanged the device with a new crt-d. When connected to the rv lead, the replacement crt-d also exhibited out-of-range shock impedance measurements (>200 ohms). The physician elected to leave the replacement device in situ and reprogrammed the sensing vector. At this time, the second crt-d and the rv lead remain implanted and in-service. No adverse patient effects were reported. The first crt-d that was exchanged is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This report is being sent to correct b5. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a normal upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) system, the physician observed that the right ventricular (rv) lead shock impedance measurements were elevated, and out-of-range (>200 ohms) when connected to the new device. Prior to implanting the new device, all lead measurements were stable and in-range. The physician checked that the lead was properly connected, and they were convinced that the rv lead had not been damaged during the replacement procedure. However, to ensure that the crt-d device header had not been damaged, the physician exchanged the device with a new crt-d. When connected to the rv lead, the replacement crt-d also exhibited out-of-range shock impedance measurements (>200 ohms). The physician elected to leave the replacement device in situ and reprogrammed the sensing vector. At this time, the second crt-d and the rv lead remain implanted and in-service. No adverse patient effects were reported. The first crt-d was received for analysis.